Manufacturer narrative:
(B)(4). Reported device not marketed in the u.s. However, similar devices or devices that share components, raw materials or other technological characteristics are registered within the u.s. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that in some pouches the needle is missing and in some the end of the suture thread is outside the cardboard. The event occurred prior to use.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in our stock. We have not received any sample from the customer to analyze this complaint. However, we have received a picture where we can see an open and unused sample without needle attached to the thread (needle is missing) and the thread is still wound on the pack. Checking the picture received, there are no visible marks of the needle in the flap of support cardboard. Probably, the needle was not properly attached to the thread during manufacturing process and as consequence detached after the winding process. Regarding end of the suture outside carboard defect, the pictures received involving this batch did not show the defect. Therefore, without any sample or picture showing the defect, we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, there are no incidences related to this issue and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the pictures received show a sample that does not fulfil b. Braun surgical specifications (regarding needle missing defect), we conclude that the complaint is confirmed by evidence of the failure in the picture received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.